Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint was submitted with 22 july 2025 as the date of awareness. After further review, it was determined the date of awareness for this event is 19 august 2025. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video of a powerpicc solo was returned for evaluation. An initial visual observation of the video showed a clinician manipulating the catheter to show a split in the catheter shaft. No details of the split site could be discerned in the returned video. What appeared to be use residue was observed on the sample. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the split. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received 9/1/2025: the catheter rupture was external to the patient. There were no symptoms. Catheter removed. Catheter had been in place for 3 months at the time of the event and was secured "according to the protocol". Medication was no infusing when the event occurred. The event resulted in a delay in treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient experienced a catheter rupture while wearing the tubing. No other information was provided.